Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set cannula bent events between 20-feb-2024 and 10-mar-2024. All the events occurred within 3 or more hours after insertion. The insertion site was at abdomen, arm and thigh. The blood glucose level was over 536 mg/dl and the patient was treated with correction bolus via pump. The customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 3 of 5.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-01829. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006614, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006614 was manufactured according to the work instruction (wi) version 112 and manufactured in the line inset 1 on 14/apr/2024, with a total of (B)(4) units. Reiew of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.